Event description:
It was reported that a pta balloon could not be deflated after the fourth inflation was performed in an upper arm av fistula. Reportedly, the pta balloon dilatation catheter, introducer sheath and guidewire were removed as a single unit from the patient. During removal of the devices, the access site became slightly enlarged and was repaired with suture. No further treatment was performed once the devices were removed. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The complaint sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.